Manufacturer narrative:
When opening a company lens, surgeon found one of the lenses dislocated. The surgeon was unable to complete the surgery and opted to leave the patient aphakic. The reported product was not received at the investigation site for evaluation. A video was provided: the opened lens case was shown. A yellow single-piece lens model was visible inside the lens case base. The lens was positioned incorrectly. The optic appeared to be tilted into the well of the lens case. The optic appears to be pressed against a post of the case. One haptic was broken on or at a post of the lens case. The other haptic appeared to be bent against the inner wall of the well area and slightly extended. It cannot be determined if the lens had clinical solution present on the lens or if this is a glare from the overhead lighting. The provided photo was the same image. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The root cause for the reported broken haptic when opened could not be determined. The reported product was not received at the investigation site for evaluation. A video was provided: the opened lens case was shown. A yellow single-piece lens model was visible inside the lens case base. The lens was positioned incorrectly. The optic appeared to be tilted into the well of the lens case. The optic appears to be pressed against a post of the case. One haptic was broken on or at a post of the lens case. The other haptic appeared to be bent against the inner wall of the well area and slightly extended. It cannot be determined if the lens had clinical solution present on the lens or if this is a glare from the overhead lighting. The observed lens damage on the video was similar in appearance to lens case related damage. If a lens becomes misaligned in the lens case, damage may occur. Once a product leaves the manufacturing site, mishandling or accidental downward pressure applied to the carton¿s exterior could impact the product during transport or during shipment. If accidental mishandling occurs beyond manufacturing during shipping of the product, including placing external force onto one side of lens carton, this can result in a pinching of one side of the lens case. This shipping mishandling can create a stretch to the locking arm of the lens case, allowing a temporary gap. The gap may allow the lens to shift inside the lens case. The lens will then be misaligned inside the lens case which can cause damage. The file will be reopened if the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, when opening a lens surgeon found one of the lenses dislocated and was unable to complete the surgery and opted to leave the patient aphakic. Additional information was requested and received stating a second time surgery was performed and the patient was prescribed with antibiotic, corticosteroid and nsaid (nonsteroidal anti-inflammatory drug) treatment. The patient symptoms were resolved.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer's internal reference number is: (B)(4).